Event description:
It was reported that the patient presented to the clinic for follow up after receiving appropriate therapy for af and vt. Interrogation of the device revealed there was rapid battery depletion from eri to eol. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.